Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s husband he heard a low alarm for a cgm value of 47 mg/dl, gave the patient juice, and called 911. He then checked with a bg meter and the result was 129 mg/dl. Emergency medical services (ems) arrived and checked the patient. Her bg was at 127 mg/dl. No ems treatment was documented. No symptoms were reported prior to ems being called. No additional patient or event information is available. Data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.